Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, cholecystectomy, gastric bypass, uterine bleeding, weakness, hypokalemia, dysuria, near syncope, pelvic pain, itching, fatigue, cough, major depression, puncture wound, pain in arm, chronic back pain, acute myocardial infarction, finger injury, closed head injury, human bite, assault, constipation, ovarian cyst, lower urinary tract infection and anemia. Before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Previously administered products included: iron supplement with vit c & herbs and naproxen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2502 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). An unknown time later she experienced heavy menstrual bleeding ("menorrhagia/passage of blood clots"), fatigue ("extreme fatigue"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginitis gardnerella ("genital infection : gardnerella vaginitis"). The patient was treated with surgery (to remove essure) in (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, fatigue, dyspareunia, arthralgia, abdominal pain and migraine had not resolved. The outcome of vaginitis gardnerella was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and vaginitis gardnerella to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, cholecystectomy, gastric bypass, uterine bleeding, weakness, hypokalemia, dysuria, near syncope, pelvic pain, itching, fatigue, cough, major depression, puncture wound, pain in arm, chronic back pain, acute myocardial infarction, finger injury, closed head injury, human bite, assault, constipation, ovarian cyst, lower urinary tract infection and anemia. Before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Previously administered products included: iron supplement with vit c & herbs and naproxen. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2017, 2502 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed in (B)(6), 2021. An unknown time later she experienced heavy menstrual bleeding ("menorrhagia/passage of blood clots"), fatigue ("extreme fatigue"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginitis gardnerella ("genital infection : gardnerella vaginitis"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, heavy menstrual bleeding, fatigue, dyspareunia, arthralgia, abdominal pain and migraine had not resolved. The outcome of vaginitis gardnerella was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and vaginitis gardnerella to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-mar-2023: summons received. Case became serious incident. Essure removal date & details updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.